Event description:
Scrub tech continuing to place his glove on the straight and angled saw attachment and pulling off black residue from the attachments where they connect to the mics. Case type: tka.

Manufacturer narrative:
Update to b2 and d2. Reported event: it was reported that "scrub tech continuing to place his glove on the straight and angled saw attachment and pulling off black residue from the attachments where they connect to the mics. Case type: tka" product evaluation and results: product was not inspected as the product was not returned for evaluation. Product history review: review of the device history records indicate 21 devices were manufactured under ln: 35050319 and all were accepted into final stock on (B)(6) 2019. No non-conformance's were found during the inspection that was related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212186, lot number 35050319 shows no additional complaints related to the failure in this investigation. Conclusion: per preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Scrub tech continuing to place his glove on the straight and angled saw attachment and pulling off black residue from the attachments where they connect to the mics. Case type: tka.